Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump are faint. Blood glucose value was around 200 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. Mother declined to get a loaner insulin pump. Call was transferred for assistance with getting a new insulin pump.